Manufacturer narrative:
(B)(4).

Event description:
It was reported that auto mode switch episodes were observed due to oversensing. Lead damage was suspected. The lead was connected to a new device during device-changeout procedure. Patient condition was stable before, during. And after the procedure.